Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that at the patient's post op appointment, lead 0-7 had high impedances. It was reported that when the patient came for postop appointment after battery replacement, electrodes 0-7 had out of range impedances. The patient stated that they were aware of the problem. They stated that before the replacement they were informed by the rep covering replacement. Actions taken to resolve issue was the patient was programmed to use lead 8-15 to give the patient coverage. The product is still implanted with 0-7 not being used. On 2020-09-28, additional information was received. It was reported the cause of the high impedance was unknown. On 2021-06-03, additional information was received from a rep. The rep reported that the patient had a fractured lead and it was replaced. It was also reported that the ins was faulty. On 2021-june-08, additional information was received from a manufacturer representative (rep) reporting that they believed the replacement was due to a fractured lead. It was reported that the ins was replaced then too, but believed the ins had no issues (contradicts previous report of the ins being faulty). On 2021-jun-09, additional information was received from a rep stating that they handed the fractured/explanted lead to another rep to return to for analysis. The replacement occurred on (B)(6). On 2021-jun-23, additional information was received from the rep reporting that they saw a note in their system from another rep stating that the 0-7 lead had been out of range and was later noted to be fractured. 2020-09-28 e1, e2, e3 (rep): additional information was received. It was reported the cause of the high impedance was unknown. (B)(6) 2021 (B)(4), telph, telph1, telph2: additional information was received from a rep. The rep reported that the patient had a fractured lead and was replaced. It was also reported that the ins was faulty. On 2021-june-08, additional information was received from a manufacturer representative (rep) reporting that they believed the replacement was due to a fractured lead. It was reported that the ins was replaced then too, but believed the ins had no issues (contradicts previous report of the ins being faulty). On 2021-jun-09, additional information was received from a rep stating that they handed the fractured/explanted lead to another rep to return to for analysis. The replacement occurred on 12/17. On 2021-jun-23, additional information was received from the rep reporting that they saw a note in their system from another rep stating that the 0-7 lead had been out of range and was later noted to be fractured.